Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increased pacing threshold, 7.0 volts @ 2.0 ms, coupled with an inability to capture. The lead had dislodged. During an attempt to reposition the lead, when the physician attempted to extract the stylet, the lead body curled. Another guidant defibrillation lead was subsequently implanted.